Event description:
The MFR's rep reported that during a transurethral needle ablation of the prostate the needles on the positive handpiece would not retract. The physician pulled the urethra tube from the handle to retract the needles. Upon removal of the handpiece from the pt it was observed that the needles had fully retracted. No serious injury to the pt was reported.

Manufacturer narrative:
To date the device has not been returned to medtronic for eval. If further info is rec'd or the device is returned, a f/u medwatch report will be sent.